Manufacturer narrative:
Upon further investigation, this record was determined to be a duplicate record of MFR report number 2031642-2020-04730. The investigation will be documented under MFR report number 2031642-2020-04730. Therefore, this complaint no longer meets reportability requirements. G1: updated with corrected manufacturer contact information.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported to philips that the device had a shutdown without audible notification. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:02mar2021. B4:03mar2021. H11:g5:k102985. H10: the device shut down 3 times while on patient within 15 minute time frame. Battery was low but not depleted. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. A philips field service engineer (fse) was dispatched to the customer site. It was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition and field change order was implemented.the fse replaced the pm pcba to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.